Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 28 mg/dl. The customer stated that they treated the low blood glucose with food. The customer stated that they were having high blood glucose was 514 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. Troubleshooting was done for low blood glucose. The customer stated that the programming was accurate. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer declined to troubleshoot for high blood glucose. The customer stated that the high blood glucose was due to treating for low blood glucose. The insulin pump will not be returned for analysis.